Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
Mexico. It was reported that a patient who had her breast surgery augmentation performed on (B)(6) 2025, she began experiencing increased density in her right breast (B)(6). An ultrasound was requested. She was diagnosed with right-sided intracapsular rupture.

Manufacturer narrative:
Device involvement: a causal relationship between the reported event and the device could not be established. Event characterization: the event was classified as a no damage/defect found. Laboratory evaluation was conducted in accordance with wi-001048 "pms laboratory testing units." Key findings include: visual inspection: the pms laboratory received the explanted unit, visual inspection of the implant revealed no observable physical damage, deformation, or structural defects as rupture. Upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was confirmed. Reference: (B)(4) ¿ complaint investigation unit testing results. Based on the testing results and on the absence of any visible signs of rupture, damage, or manufacturing anomalies upon detailed visual examination, it is concluded that the returned unit is intact and undamaged. No evidence was found to indicate a product-related failure. The alleged event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to occur over time. Silent rupture is common and often asymptomatic; therefore, patients should undergo regular MRI screenings starting at 3 years post-op, then every 2 years.¿ the dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Handel, n., garcía, m. E., & wixtrom, r. (2013). Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132(5), 1128. "A number of risk factors for rupture have been identified; the most common cause is surgical instrument damage." Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. A comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. The event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.